Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Left hip revision performed on (B)(6) 2016 at (B)(6). Primary surgery was on (B)(6) 2016. Reason for revision dislocation. Prior to fractured neck of femur (total hip replacement on (B)(6) 2016) patient was ambulant with a walker. Pre-existing conditions; stroke with left sided weakness. No other information available. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.